Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.a service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump overinfused during patient use. It is currently unknown which drug was used or how much of the drug infused in association with this event. However, it is known that the anticipated time for infusion was 5 hours. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this device is currently unknown.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump which infused in less time was programmed was not confirmed during product evaluation. Delivery accuracy tests were performed and found the pump to be delivering within specifications. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
A customer reported intermittent cutting issues while using a high cutting rate. When the cutting rate is lower, the cutting works as expected. The procedure was completed and the pt's outcome was unaffected. There was no pt impact reported.